Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not power up. The field service engineer (fse) followed the isolation procedure and successfully isolated the drawer, identifying the fault in auxiliary full-height drawer number five. The drawer was removed from the chassis, and the controller board was replaced. After reconnecting the pixie bus cable and restarting the station, the engineer logged into support mode and completed all required testing successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not powering up, and customer tried to reboot the station but failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.